Manufacturer narrative:
Additional details were received that this patient presented to the emergency room with lightheadedness and dizzy spells. System evaluation revealed pacing inhibition of fifteen seconds. The patient does not have an underlying rhythm. The caller stated that noise can be readily recreated with isometrics. A boston scientific technical services consultant instructed the caller to reprogram the device to bipolar sensing and perform isometrics and no noise was observed during the same motions. The consultant and the caller discussed leaving sensing programmed to bipolar and keeping lss on. The consultant also suggested the caller determine why sensing had been previously programmed to unipolar configuration. The root cause of the clinical observations was determined. The caller will discuss the issues with the patient¿s physician. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and reviewed the patient data with the caller. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited an out of range pacing impedance measurement on the right ventricular (rv) channel which triggered the lead safety switch (lss). A review of the measurements reveal a spike in impedance on the day of the lss but measurements have since stabilized. Additionally, there are many stored episodes of noise which were oversensed and resulted in pacing inhibition. No adverse patient effects were reported.